Event description:
The patient came in presenting pain and discomfort and the cause is unknown. Revision surgery at about 1 year after primary there were no indications of trauma. The surgeon revised the reverse metaphysis +0mm/0&deg; to a same size metaphysis and revised the reverse hc liner d 32/+0mm to a revision constrained liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 13 may 2026: reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0&deg; (k170452) lot 2428630: (B)(4) items manufactured and released on 07-feb-2025. Expiration date: 2030-jan-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Reverse shoulder system 04.01.0116 humeral reverse hc liner d 32/+0mm (k170452) lot 2343308: (B)(4) items manufactured and released on 02-jan-2024. Expiration date: 2028-dec-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.